Manufacturer narrative:
(B)(4). The instrument was returned for evaluation. Microscopic examination appears to show circular fatigue striations consistent with striations with high cycle bending fatigue. X-ray review shows cervical stabilizing pin appears to have failed intraoperatively through bending leaving the pin component within bone. It is partially visible on ap and lateral views behind screw and plate which make it difficult to see. Solid arthrodesis at this level may prevent future migration resulting in no harm to the pt. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that while preparing for an anterior cervical discectomy fusion case it was discovered that the tip of the instrument was missing. X-rays from the last known surgery (c5-6, c6-7 for a spinal fracture) in which the instrument was used seem to show an object resembling the tip at c7. No revision is planned at this time. The pt has not experienced any complications.